Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Pmv was unable to detect any discrepancies related to the components or the manufacture of the product. The distal end of the cannula was cracked. The condition of the instrument precludes functional testing. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the trocar cracked with normal use with a 15 mm endocatch. The surgeon and scrub tech'noticed a crack in the trocar after retrieving a specimen using a 15mm endocatch during normal use. The trocar was then sequestered and given to circulator who got it to or nursing manager. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
Additional information received from the account: the surgical procedure was a laparoscopic right salpingo-oophorectomy. Peritoneal biopsies. Appendectomy. Infracolic omentectomy. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The patient is recovered.